Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: biomet arcos 14x175mm brch body hi, item#: 11-304014, lot#: 311290.

Event description:
It was reported that during a hip procedure, a threaded inserter broke while inserting the stem. The stem was still used with the threads remaining in the stem. No additional patient consequences were reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. One monoblock inserter handle was returned and evaluated. Visual inspection was performed and the thread was fractured. Hardness testing confirms the hardness to be within specification. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.